Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed a hematoma, the right ventricular lead was explanted and new lead implanted on the right side. The patient was doing well post procedure.